Event description:
It was reported that the patient received 4 shocks due to post sensed t-wave oversensing. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
(B)(4).